Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for hi blood glucose test results. Customer stated that he had obtained hi result twice. Customer stated that he was having symptoms but did not indicate what the symptoms were. Customer stated he was going to go to the emergency room. Customer refused to provide any information and had disconnected call. No further information was able to be obtained.